Event description:
Device 3 of 3 reference MFR report: 1627487-2014-02825 reference MFR report: 1627487-2014-02826

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-02825. Reference MFR report: 1627487-2014-02826.

Manufacturer narrative:
Evaluation:results: visual inspection of both leads showed discoloration in the lead body. The terminal end electrodes of both leads were broken, which is consistent with damage during the explant procedure. Continuity testing of the remaining channels passed all testing. The reported event for ineffective stimulation was not confirmed.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.